Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The father reported via phone call that the insulin pump alarmed low battery. The father also reported replacing the battery, but a circle was present on the insulin pump's display. The customer's blood glucose was 441 mg/dl. The customer was treated with manual injections for their blood glucose. Troubleshooting found the battery did not last for more than one week on the insulin pump. The father declined to troubleshoot for the customer's high. The father stated the insulin pump was functional after the battery compartment was wiped down. The insulin pump will not be returned for analysis.